Manufacturer narrative:
Us agent notification received: (B)(4) 2014. Complaint description: customer has advised the thread has snapped inside the cassette. Cassettes received: 1 opened. Analysis and results: there are no previous complaints of this code batch. There are no units in our stock. As noted by the OEM, the thread of the cassette received (located inside the cassette) is not useful. One knot must be done at the end of thread after every use to avoid this problem as indicates the product label. Some tension in pulling the thread is necessary to avoid tangling the thread inside the cassette. No further patient information and/or surgery delay information was provided at the time of this report. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Complaint description: customer has advised the thread has snapped inside the cassette.